Event description:
Information was received on a cochlear implant surgical survey that there was 1 high channel at implantation. The user did not have good performance at activation due to the partial insertion. Reportedly, a full insertion of the flex24 array was achieved. However, according to clinical support's analysis of the imaging channels 7-12 are extra-cochlear based on imaging performed on the (B)(6) 2022. Revision surgery for this side is under discussion.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received on a cochlear implant surgical survey that there was 1 high channel at implantation which was performed on the (B)(6) 2022. Reportedly a full insertion was achieved at implantation and there were no difficulties report. However, imaging from the (B)(6) 2022 would show that channels 7-12 are extra-cochlear. The user did not have good performance at activation due to the partial insertion. Revision surgery for this side is under discussion, however, they will wait 6 months to evaluate the user_s performance.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea as confirmed by diagnostic imaging. Further the most apical channel shows hi status due to undetermined reasons. Revision surgery is considered but no date has been scheduled yet.